Event description:
It was reported that during a laparoscopic nephrectomy, the device fired malformed staples and delivered an incomplete staple line after the device jammed during the firing stroke. The pt received one unit of blood. Another device was used and the procedure was extended by one hour.